Event description:
2 minutes after initiation of dialysis treatment, patient complained of shortness of breath, right hand numbness, facial flushing and nausea. Patient has left upper arm gortex graft. Oxygen started at 4 liters. 1400 cc's nss given. Blood returned. Patient denied any pain or burning at graft site. T 96.2. All symptoms relieved within 10 minutes. Treatment restarted on new dry pack f80 dialyzer and new nmc arterial and venous lines. Patient completed treatment without further incident.